Event description:
Incident details: writer was inserting an ultrasound guided IV on a pt who was a difficult IV start. Writer gathered necessary equipment and checked that IV cannula was intact and needle was easily moveable prior to insertion. Insertion of same IV was unremarkable but after writer removed needle to finish IV insertion and dressed the IV, the IV tubing was leaking blood despite the lock being engaged. Writer physically clamped line with hand moved the locking mechanism on IV tubing to determine there was a crack in the attached IV tubing itself. Unable to leave IV in as it was continuing to leak blood and or saline from flush out of tubing. Writer removed same and had to place another IV. Impact of incident: additional, unexpected testing, care or length of stay, delay to treatment/therapy, another IV poke. Level of harm: no apparent harm - reached the patient/person -- inconvenient. Who was affected? Patient frequency of problem: first time.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.